Event description:
Caller states patient tested greater than 4.0 inr on the coaguchek xs pro system while a comparison lab returned as 2.8 inr. She does not know the exact result, only that it was greater than 4.0. For any result that is greater than 4.0 inr, they do a lab comparison. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.